Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A company representative reported that when the ophthalmic surgeon was performing a right eye vitrectomy procedure, the probe would not cut though aspiration was functional. The product was replaced and the procedure was completed with no harm to the patient. The product sample was retained. Additional information was requested.

Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. (B)(4).

Manufacturer narrative:
One probe was returned for not cutting with aspiration present. The sample was visually inspected and deemed to be conforming. An actuation test was performed and deemed nonconforming. There was no movement of the cutter in the port. An aspiration and test was performed and deemed nonconforming. A cut test was performed and deemed nonconforming. For this complaint file, the final customer lot was identified. The device history record review indicated the product was released according to the product¿s acceptance criteria. The complaint evaluation confirmed the probe did not cut. The exact root cause cannot be determined from this evaluation. (B)(4).